Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation.

Event description:
It was reported that during an inner ear surgery, the surgeon used the system's factory default setting for acoustic neurinoma (0.8ma) instead of her preferred custom setting of 0.03ma. She did not intend to use the default setting. The patient has facial nerve paralysis, and the surgeon alleges that the paralysis was caused by the stimulation level, and unrelated to surgical dissection. Reportedly, the patient experienced "very small recovery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.